Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain driver tip and one osseotite tapered implant were returned for inspection, attached to one another. A visual inspection revealed signs of wear consistent with use. The driver tip showed signs of damage at the hex feature; however the o-ring was in good condition. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The products were functionally tested. It was confirmed that the devices were stuck together, and required excessive force to be disengaged. The individual devices were further tested. Both no longer functioned, seating poorly with house mating devices, and becoming stuck at certain engagement surfaces. The complaint is confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Device lot number not provided.

Event description:
It was reported that while placing the implant the driver tip (impdtl) got stuck in the implant and would not disengage. It was also reported that the doctor was able to place another implant.